Event description:
It was reported that during a vena cava filter placement procedure, a filter issue occurred. A 12 fr greenfield juglar introducer system was deployed through the femoral artery causing the filter to be oriented in the wrong direction. A second 12 fr greenfield jugular introducer system was deployed via the jugular in the vena cava to prevent the first filter from migrating and to adequately protect the patient. No further patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was determined to be user related. The dfu states "the jugular and femoral differ in the orientation of the pre-loaded filter. Never use the jugular system for femoral vein insertion or vice versa, as this will result in improper filter orientation in the inferior vena cava." (B)(4).